Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. It is unknown if the events have been previously reported. If further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported in a journal article entitled: composite root replacement at the level of the aortoventricular junction. Author: daniel pereda, md and thoralf m. Sundt iii, md. Citation: ann thorac surg. 2011; 92: e61¿3. Doi: 10.1016/j.athoracsur.2011.04.114. Composite root replacement has become the gold standard treatment for many root pathologies. The results are excellent; however, postoperative heart block does occur. The authors have adopted a modification of the conventional suture placement techniques aiming to reduce this complication. A total of 89 composite root replacements were performed at the surgical service between december 2001 and december 2009. Of which, 63 cases were performed using conventional everting or non-everting suture technique, and 26 cases were performed with the supraventricular technique. During the surgical technique in both groups, the composite graft was secured in position. Once the valve has been seated, this method facilitated a running hemostatic suture line around the anastomosis, in this case, a prolene 3-0 continuous suture. In the conventional suture technique group, reported complications included complete heart block (n-5) which required permanent pacemaker, sinus node dysfunction (n-1) which required permanent pacemaker, second degree atrioventricular block (n-1) that did not require a pacemaker, and atrioventricular conduction disease (n-1) which recovered after dismissal and neither is currently pacemaker-dependent. In the supraventricular group, reported complication included atrioventricular conduction disease (n-1) which recovered after dismissal and neither is currently pacemaker-dependent. The technique is simple and does not add significant time to the operation. This modification combines the advantages of supra-annular placement with no need to consider downsizing the prosthesis, with the advantages of intra-annular placement and a direct view of all sutures and pledgets. No further information is available.